Event description:
It was reported that the set cracked at the spike and leaked 10 minutes after the start of a normal saline and magnesium infusion. The crack was at the base of the spike just above the air vent. There was no patient harm as a result of the event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing set spike breaking off was confirmed. Photos provided by the customer observed a droplet of fluid from the drip chamber spike p/n 630-00362 and a breakage from the drip chamber spike collar. The root cause of this failure was not identified as no product was returned.

Manufacturer narrative:
Although requested, the affected product has not been received, and patient demographic details were not provided. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the set cracked at the spike and leaked 10 minutes after the start of a normal saline and magnesium infusion. The crack was at the base of the spike just above the air vent. There was no patient harm as a result of the event.